Manufacturer narrative:
A visual inspection was performed on the returned device. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported patient effect appears to be related to the operational context of the procedure. Analysis of the returned device noted scratched on the teflon coating, distal to the femoral and brachial markers. Damage to the teflon in this location has the potential to result in material entering the anatomy. It is likely that this damage occurred due to interaction with the catheter, as the guide wire was returned frozen in the catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified, mildly tortuous and 90% stenosed right anterior tibial artery. A contralateral approach was used. A 6french 90cm sheath was used for access and vessel preparation was performed with orbital atherectomy and pre-dilatation using an unspecified balloon. The esprit btk bioresorbable scaffold system (bvs) was advanced over a 0.014¿ command guidewire and the scaffold was deployed in the mid distal lesion without issue. During withdrawal of the delivery system balloon, resistance was felt with the introducer sheath, and the guide wire and bvs delivery system were removed together by choice of the physician due to the resistance that was felt only with the esprit bvs. A second planned esprit btk bvs was advanced to the target lesion without resistance; however, it was noted to not be tracking as well over the wire during positioning. The scaffold was deployed proximal without issue. Upon withdrawal of the bvs delivery system, resistance was felt with the vessel stenosis and the introducer sheath; therefore, both were retracted together intact. A clot was noted to be on the end of the delivery system balloon. The patient was experiencing acute thrombus, which was treated with administration of additional heparin. There were no adverse patient sequela. No additional information was provided. Returned device analysis identified the guide wire had scratched teflon at 72 cm proximal to the distal tip.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4 - the UDI is not known as the part and lot number were not provided.